Event description:
Caller reported experiencing a cgm error 42. There was no adverse impact to the customer¿s blood glucose level. Technical support provided assistance by guiding the caller through a pump reset, which resolved the issue as the cgm error code did not reappear, and the caller successfully started their sensor session.